Event description:
It was reported that, at an implant procedure, the boxed device was opened, and the device was given to the physician. The physician observed a series of scratch defects on the device prior to connecting to the electrode. The physician asked for a new device since he could not determine why these scratches occurred. A different device was given to the physician and was successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies outside the bounds of normal handling. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, at an implant procedure, the boxed device was opened, and the device was given to the physician. The physician observed a series of scratch defects on the device prior to connecting to the electrode. The physician asked for a new device since he could not determine why these scratches occurred. A different device was given to the physician and was successfully implanted. There were no additional adverse patient effects.